Event description:
Customer reported an overinfusion. A bag of heparin (25000 units/250 ml) was hung on (B)(6) 2013 at approx 2:00pm. It was programmed in the medsurg profile to infuse at 10 ml/hr. The programming was checked by 2 nurses and appeared to be correct. After 5 hrs, the user responded to the device alarming and found the bag empty. Pt rec'd protamine sulfate and was reportedly ok after that. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.